Manufacturer narrative:
One device was returned for analysis. Visual inspection found a worn (dso) downstream occlusion seal. The cause of the reported issue was a worn (dso) downstream occlusion seal. The downstream occlusion seal was replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion (dso) seal was damaged. Per reporter, the issue was discovered during testing. There was no patient involvement.